Event description:
Medtronic received information that during the initial valve replacement with the edwards lntuity transcatheter bioprosethetic valve, patient was noted to have bleeding at av node and the lntuity valve was surgically removed and replaced with a 25mm edwards magna ease valve. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).